Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11:the device was received for evaluation. During functional testing, the customer issue of "failed downstream occlusion test" was not reproduced. A review of event history log revealed multiple occurrences of "downstream occlusion!" Alarms were observed, however, downstream occlusion detection testing failures cannot be determined through the history log. Issue. Evaluation sent the device to flow testing for the following test: ultrasonic us occlusion, ultrasonic us air, and downstream occlusion and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.